Event description:
The user facility reported that their warming cabinet in the or room was reporting a "no heat to warmer message". A staff member adjusted the heat setting to high and then left the department. Some time later, facility staff noticed an electrical burning/smoke smell coming from the warming cabinet. Facility staff members present during the event were sent to the facility's emergency room. One individual was administered a breathing treatment. All staff members have returned to work and are fine with no sustaining injuries. No procedural delays or cancellations reported.

Manufacturer narrative:
A steris service technician arrived onsite, inspected the unit and found the unit to be disassembled. The technician found that the wiring connected to the thermostat was burned/melted and the thermostat was charred. The technician further inspected the unit and found an 8-amp fuse installed in the unit's fuse holder. This fuse should be a 7-amp fuse. The technician replaced the thermostat, burnt wiring/connectors, installed a 7-amp fuse and confirmed the unit to be operational. The warming cabinet is under steris service contract and routine preventive maintenance was performed on (B)(4) 2012 when the unit was found to be operating properly; no issues noted. Since preventive maintenance on (B)(4) 2012 the service technician has not been onsite at the customer. No service had been requested.